Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: visual and microscopic examination of the returned device identified proximal stent damage. One strut on the first row of the stent was raised and misaligned. The outer diameter of the damaged section did not meet specification; the undamaged portion of the stent met specification. A kink was observed in the hypotube 23cm from the catheter strain relief. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as heavily calcified lesions are contraindicated in the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. Vascular access was obtained via the right radial artery. The de novo 80% stenosed, eccentric 2.75x10mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.0x15mm apex balloon catheter to 16atms. The 2.75x20mm taxus liberte was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.